Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he experienced a glittering effect when bright light entered into the eyes from the side. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).